Manufacturer narrative:
Date sent to the FDA: 08/01/2018 additional information. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Analysis summary: it was found that the device was in good condition but that the trigger sticks; sometimes stuck closed and sometimes stuck open. After some firings for functional testing, the trigger stopped sticking. No manufacturing defect was identified. The likely root cause of this event is that the user fired against the ratchet mechanism damaging its function.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the needle would not consistently cycle when the handle was depressed on the device. During evaluation, it was that the trigger of the suturing device was stuck. A second like device was used to complete the procedure. There were no patient consequences reported.